Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient experienced confusion, nausea, and increased pain. It was noted the cause of the event was a pumpogram on 2014-(B)(6), possibly. The patient was to continue with the pump and was given ativan for a couple of days. The patient recovered without permanent impairment. Should additional information be received the event will be updated.

Event description:
It was reported that a device manufacturer representative was called to the ER (emergency room) as the patient had presented with complaints of withdrawal consisting of increased pain, diarrhea, sweats/sweating (diaphoresis), less than 50 percent therapy relief and their head was "spinning". The symptoms had first occurred through the night on the event date, following a dye study at the managing health care provider's (hcp) earlier on (B)(6) 2014. The patient had presented to the ER later the following night, on (B)(6) 2014. The dye study had been due to preparing for an upcoming pump replacement as the eri (elective replacement indicator) was 5 months in order to check for patency. The dye study was not due to any prior issues. No stalls or alarms were found it was noted. Actions required as a result of the event consisted of hospitalization. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine. Additional information has been requested regarding the cause of the event, if any additional troubleshooting, interventions or actions occurred and the patient¿s outcome, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).